Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood leak could not be conclusively determined as a leak was not reproduced.

Event description:
During an atrial fibrillation ablation procedure a blood leak occurred. A blood leak was noted from the hemostasis valve. A new sheath set was used to complete the procedure with no adverse patient consequences.